Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). (B)(4). Investigation summary: a complaint of a damaged and discolored set was received from the customer. No product or photo was returned by the customer. A device history record review for model 2426-0500 lot number 20083343 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of discoloration and damage could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv spike was broken and had brown foreign matter on it. The following information was provided by the initial reporter: "pacu nurse got alaris pump module set from supply room. The nurse removed set from packaging. The nurse was about to remove the cap from the spike and notice that the spike was brown and broken in some places. The nurse removed set from the use and notified her manager."